Manufacturer narrative:
The reported product is not expected to be returned, however, an extended investigation will be undertaken. A follow-up report will be filed once the additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a customer/patient experienced an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 customer noticed the infection and associated suppuration. The customer/patient was seen by the healthcare provider and was prescribed pyostacine (pristinamycin), an antibiotic. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A healthcare provider reported a customer/patient experienced an infection while wearing an adc freestyle libre sensor. It was further reported that on november 6, 2017 customer noticed the infection and associated suppuration. The customer/patient was seen by the healthcare provider and was prescribed pyostacine (pristinamycin), an antibiotic. No additional treatment was reported. There was no report of death or permanent injury associated with this event.